Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's tip broke. The customer stated that no fragment fell into the patient. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell into the patient when the tip broke.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.47" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding physical damage was confirmed by failure analysis. Review of the provided image is conducted by isi regulatory post market surveillance specialist and found the following additional information. The review of the provided image is consistent with the broken instrument tip.